Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective power board electronics. As a resolution, vyaire ts shipped a new power board to customer.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator experienced an automatic shutdown dialogue box appearing on the screen. Furthermore, there was no patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, customer confirmed that they cleaned the power board, but problem is still persist. Sent request to cs team to ship a new power board under warranty. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, h2, h6 and h11. Result of investigation: the failure analysis lab received the defective power board for investigation and device log files. The root cause of the failure was determined to be an internal failure of the l3 emi filter, causing a corruption of the power button input signal.